Event description:
Customer reported a low blood glucose of 49 mg/dl. The customer stated, she did not eat and gave herself too much insulin. The customer declined to troubleshoot for low blood glucose. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.